Event description:
It was reported that the surgeon had difficulty loading the lens and the micl12.6 implantable collamer lens was inserted in the eye upside down. The lens tore as it was removed. There was no patient injury. The reporter stated the incident was due to a user error.

Manufacturer narrative:
(B)(4). Lens inserted upside down, unlabeled. Evaluation conclusion: based on the complaint history, the root cause of the event is a user error. (B)(4).